Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Date of submission 08-mar-2018 the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, the battery compartment and cartridge were undamaged and both the cap were undamaged and able to fit securely with no evidence of moisture observed; leak test passed. The pump's cover was removed and there was no moisture corrosion found inside the pump. The original complaint was unable to duplicated.